Event description:
It was reported that the ipg was no longer working as intended. The patient underwent a revision procedure wherein the ipg was replaced and a new pocket was created. The patient was doing well postoperatively. The explanted ipg was discarded by the facility.